Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibited normal charging and discharging characteristics.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively. The physician suspected device malfunction.

Event description:
A report was received that the patient was having difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement.